Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29, that has a similar product distributed in the us, list number 06l27. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that false reactive architect havab-igg results were generated for a patient. (B)(6) 2022. (B)(6). Architect havab-igg result was 3.54 s/co (reactive). (B)(6) 2023. Architect havab-igg result was nonreactive (exact value not provided). (B)(6) was repeated in june 2023 and the result was 1.02 s/co (reactive). The customer suspects the results for (B)(6) are falsely reactive. No impact to patient management was reported.

Event description:
The customer stated that false reactive architect havab-igg results were generated for a patient. September 26, 2022 sid (B)(6) architect havab-igg result was 3.54 s/co (reactive) june 2023 architect havab-igg result was nonreactive (exact value not provided) sid (B)(6)was repeated in june 2023 and the result was 1.02 s/co (reactive) the customer suspects the results for sid (B)(6)are falsely reactive. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of architect havab igg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The standard deviations to cutoff for the negative population and median value (for the negative population) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Based on the investigation, no deficiency for lot number 41533be00 was identified.